Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" and "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the capacitors and a faulty integrated circuit on the main board. The main board and capacitors were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.